Event description:
It was reported that blue vertical lines appeared on the right side of the display while the pump was running, and the digital blood pressure readout on the pump did not match the readout on the marquette monitor. The patient was transferred to another pump without any complications.